Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a video assisted thorascopy mass removal while the stapler is being applied in the pulmonary artery, the pulmonary artery bled out. It was noted that a clamp was used prior to firing. There was no initial issue with a stapler. The stapler fired normally, and staple line looked ok. It was said that later it looked like the staple line ¿fell apart". There was bleeding more than 500c which could not be controlled. The procedure was converted to open procedure. The incision was extended by more than 1 inch. The surgical time was extended by more than 30 minutes. There was tissue damage as a result of the issue. The patient died due to blood loss.